Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident while on the meter it was saying the blood glucose value was 89 mg/dl. The customer was assisted with troubleshooting. The customer was treated with a bit weak earlier and took orange juice and glucose tablets for low blood glucose and they fine. Customer stated that the insulin pump was not working properly. The insulin pump will not be returned for analysis.